Event description:
A malfunction of the customer's pump was reported. Blood glucose impact was not adverse, with levels not exceeding 500 mg/dl. Customer was informed by technical support that a replacement pump with updated software would be shipped. They acknowledged instructions on using storage mode and returning the problematic pump. No backup therapy was available, and the customer planned to contact their healthcare provider.